Event description:
During a percutaneous transluminal angioplasty (pta) there was difficulty retrieving the pta balloon through the sheath. The target site was the superior vena cava. No information regarding characteristics of lesion noted. The lesion was crossedd without difficulty and the balloon was inflated at about 4-5 atmospheres. There were no abnormalities reported when balloon was deflated under fluoro however when dilatation catheter was being retrieved and the balloon reached the 11french size sheath it could not go through smoothly having to pull back by force and removed thereafter. The procedure was successful without any injuries to the patient. This product will be returned for evaluation and testing.